Manufacturer narrative:
G4: 16sep2020. B4: 30sep2020. During troubleshooting the customer swapped the power management (pm) board with another unit and the issue was addressed. The service engineer (se) went onsite to replace the pm board and the issue was addressed. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
It was reported that the ventilator would not go to stand-by mode and alarmed constantly. It was reported that at the time of the reported event the unit had been removed from a patient, who at the time was being intubated. No patient harm reported. The customer troubleshot with technical support. The customer reported that the unit could not be turned off and was alarming constantly. The unit was not plugged into alternating current (ac) to allow the alarm to die out since the ventilator could not be turned off. The customer reviewed the ventilator diagnostic report with technical support and found error codes indicating auxiliary supply failed, oxygen not available, ventilator restarted, backup alarm failed, 35 volt supply failed, low minute ventilation, low tidal volume. Upon a follow up with technical support the customer indicated to have replaced the motor controller (mc) board and when performing the battery test in performance verification test (pvt), the unit would not power back on and alarms.